Manufacturer narrative:
Reporting institution name: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer called into technical support (ts) reporting that the device is generating general errors. The customer reported that the device was in patient use at the time of the reported issue was discovered, however, this issue was discovered during pre-use setup and there was no harm to the patient or user, no delay in therapy nor medical intervention provided to the patient. The manufacturer's product support engineer (pse) evaluated the device and confirmed in the event log that the error was an alarm message: patient disconnect error "1200" in which the customer thought was a general error. The pse performed tests and could not duplicate the reported issue. The device passed required performance verification tests per philips¿s standards and was put back into service.